Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "right side deflation." Device explanted.

Event description:
Healthcare professional reported "right side deflation." Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "visual analysis of the returned device identified: crease fold, an opening on radius, and wear abrasion. Leak test and microscopic analysis was performed which identified: crack valve, a striated opening on radius, and partial delamination of the valve (adhesive failure). Based on the device analysis the final assessment is a cracked valve seat diaphragm valve, a striated opening on radius assessed as surgical damage, partial delamination of the valve assessed as adhesive failure." Additional, changed, and/or corrected data.